Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin contamination was found in the media. No injuries were reported. The following information was provided by the initial reporter: media was contaminated with gnr. Approximately 50 samples were identified as having erroneous gram stain results reported. 10 samples showed erroneous results and impacted patient care.

Manufacturer narrative:
Medical device brand name: bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2023-03-07 h.6. Investigation summary: material 221788 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The tubes are filled, capped, torqued and then labeled by machine per standard operating procedure (sop). The tubes are terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, tubes are packaged into final shipping configurations. Batch 2244936 the batch history record review for batch 2244936 was satisfactory per internal procedures. Formulation, filling, torqueing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The release testing that is performed on this product does include review of its color and clarity. Samples submitted are examined to ensure that they conform to typical levels. The appearance of this batch was satisfactory per internal procedures. Direct staining techniques are not part of qc release testing for this product. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and other complaints were received on this batch. Retention samples from batch 2244936 (10 tubes) were available for inspection. No media defects were observed in 10/10 retention samples. All retentions tubes had the expected appearance for this product of light to medium light-yellow, trace hazy to clear. For investigation, two retention tubes went into incubation. One retention tube was incubated in the 20¿25-degree celsius incubator and the other tube was placed in the 33¿37-degree celsius incubator. At the seventh day of incubation there were no signs of growth or turbidity or change in media appearance in 2/2 incubated retention tubes. A gram stain was performed on one tube and no organisms were observed. Batch 2251073 the batch history record review for batch 2251073 was satisfactory per internal procedures. Formulation, filling, torqueing, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. The release testing that is performed on this product does include review of its color and clarity. Samples submitted are examined to ensure that they conform to typical levels. The appearance of this batch was satisfactory per internal procedures. Direct staining techniques are not part of qc release testing for this product. As part of the release criteria for this product, the bhr is reviewed to confirm the following: --the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. --all autoclave parameters conformed to the validated cycle parameters for this product. --the minimum f0 for this product was met. The complaint history was reviewed, and other complaints have been taken on this batch. Retention samples from batch 2251073 (10 tubes) were available for inspection. Media did appear hazy in 10/10 retention samples. As stated in the IFU for material 221788 (available on bd.com/e-labeling), this media should be reduced by boiling prior to use. For investigation, two tubes were boiled. After cooling, the media clarity was clear to trace hazy as expected. For further investigation, two retention tubes went into incubation. One retention tube was incubated in the 20-25 degrees celsius, and the one retention tube was placed in the 33¿37-degree celsius incubator. At the seventh day of incubation there were no signs of turbidity or microbial growth or change in media color and clarity in 2/2 incubated retention tubes. A gram stain was performed and no organisms were observed. Photos and returns two photos were received to assist with the investigation: --the first photo shows a gram stain of gram-negative rods. -the second photo shows the carton label of a 100-pack bd carton from batch 2244936, carton number 0318. Returns were received to assist with the investigation. Five tubes from batch 2244936 were received in specimen containers shipped in two small boxes with ice packs in a fedex overpack. The media in all five tubes did appear hazy in clarity. A gram-stain was performed on one of the returned tubes and gram variable rods were observed. Media in the tubes was plated and incubated, but no growth was observed. Organisms observed in the gram stain were non-viable. The photos did not show any affected tubes. The photos only had batch verification for batch 2244936. Return samples were only from batch 2244936. No return samples or photos of tubes from batch 2251073 were received for investigation. Result retention samples from batch 2251073 were satisfactory for appearance. No photos or return samples were received from batch 2251073. This complaint cannot be confirmed for batch 2251073. Return samples received from batch 2244936 showed haziness of the media due to non-viable organisms. This complaint can be confirmed for haziness of the media from non-viables in batch 2244936. Caution should be exercised in reporting direct gram stain and/or other direct microbiological stain results on tissue specimens processed with this medium due to the possible presence of nonviable organisms in the culture medium. Culture media sometimes contain dead organisms derived from medium constituents, which may be visible in smears of culture media. If there is uncertainty about the validity of the gram stain, the culture should be re-incubated for another hour or two and the test repeated before a report is given. The returns from batch 2244936 showed visible sediment that was determined to be non-viable organisms. The amount of sediment in tubes, when distributed throughout the media, makes the media appear hazy and is outside of the clarity specification, of medium light yellow, trace hazy to clear for this product. While non-viables are possible in the media, the amount observed has created an appearance defect. H3 other text : see h.10.

Event description:
It was reported that bd bbl¿ thioglycollate medium, enriched with vitamin k1 and hemin contamination was found in the media. No injuries were reported. The following information was provided by the initial reporter: media was contaminated with gnr. Approximately (B)(4) samples were identified as having erroneous gram stain results reported. 10 samples showed erroneous results and impacted patient care.